Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call of a missing electrode. The customer's blood glucose was unknown at the time of incident. Customer was advised that the sensor would be replaced and to return the product for analysis.